Manufacturer narrative:
Additional information: no conclusion code available. As received, a complete lead was returned for evaluation in one piece. The reported event of ¿white cylindrical silicon residual in the helix¿ was confirmed. The white cylindrical silicon in the helix was the steroid plug. The lead was returned with the helix fully extended and silicon steroid plug was out of position. The measured full helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
During the primary follow-up post implant, there was no capture and no sensing noted on the right ventricular (rv) lead. Fluoroscopy was performed and it was noted that the rv lead had dislodged into the superior vena cava. The lead was explanted and replaced. The helix of the explanted lead was tested after explant and there was silicone foreign material stuck in the helix. It is unknown if the material was present prior to implant or if the foreign material became stuck in the helix while testing the lead post explant. The patient was stable following the explant procedure.